Event description:
It was reported that a patient with this implantable pacemaker experienced seizure and bradycardia. The patient is in the hospital with fluctuating heart rate. Technical services (ts) referred the patient to the treating physician for further evaluation. As of this report, the device remains in service. No adverse patient outcomes have been reported to date.